Event description:
(B)(4). Same case as MFR ID #: 2134265-2010-03609. It was reported that post a stenting treatment procedure, the patient experienced an increase in anginal symptoms. The index procedure lesion was located in the proximal left anterior descending coronary artery. It was treated with placement of a 2.75x20mm taxus express2 stent and a 3.5x8mm taxus express2 stent. At the 2 year follow up visit, it was reported that the patient had stable angina symptoms, and that this was worsening from the 1 year follow up visit. The patient had a positive thallium myocardial scintigraphy test 12 days later. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).